Manufacturer narrative:
Product is being returned to manufacturer. Investigation is underway. Additional information will be submitted in a supplemental report completion of the investigation.

Event description:
China marketing received some oic cage with tantalum. But the part number 6731108 (lot no. 48500) is wrong.